Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that the returned device indicated an issue with the set screw. (B)(4).

Event description:
It was reported during the implant procedure that the atrial setscrew would not engage. The device was removed and replaced. No patient complications have been reported as a result of this event.